Manufacturer narrative:
This model is not sold in the USA, therefore 510(k) is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware on 02-jul-2021 of a report which occurred in the emea region. The reported complaint was for no air insufflation involving pentax medical video colonoscope model ec38-i10cf2, serial number (B)(4). The device was sent in for repair and the investigation revealed a spot on the image, the electrical connecting pins on the lg-plug were leaky and the air/water nozzles, channels were clogged.